Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that the keypad and labels were intact, however the rear housing was damaged at the syringe holder. A review of the event history log was unable to be completed as the history function was not set up. A functional test of the device was unable to confirm or replicate the reported event. The device ran the test program for an extended period of time with no issues occurring. The issue could not be confirmed. The software was updated as a preventive measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device was vibrating during operation, with no error message. There was no patient injury reported.